Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: one photo and two videos received. Upon visual inspection of one photo and two videos, the following was observed: the photo and videos show tissue and ooze is noted. Based on the photo and videos reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch / lot. Additional information was requested and received: was a blood transfusion required? Unknown. Were there any patient factors that could have contributed to the bleeding (coagulation disorder)? Unknown. Were any staple formation issues noted throughout the care of the patient? Unknown. What is the current patient status? Unknown.

Event description:
It was reported that the staple lines are bleeding. The surgeon waits 15 sec prior to firing and uses pulse firing technique but still white and blue gst reloads on staple lines are bleeding. The patient had to be reoperated the next day (saturday) because of intraluminal bleeding. Hb blood levels dropped 4 points. After relaparoscopy, 1400 cc of blood was found in the remnant stomach and dropped down to bp. Blood in remnant stomach which was drained after making a hole that was closed again afterwards.